Manufacturer narrative:
Initial.

Event description:
It was reported that a trainer called to report that the patient disconnected from the ilet and administered a subcutaneous insulin pen dose after experiencing a high blood glucose above 600, and the patient¿s spouse reported seeing fluid inside the pump upon cartridge removal; review of device logs indicated a fill cannula followed by a full supply change with rewind, and a partial tubing prime of approximately 0.65 units before drops were observed, consistent with an infusion set and cartridge issue involving incomplete tubing prime and potential improper procedure during setup. Symptoms included headache and irritability. Outcomes included no health consequences or impact. Investigation included communication with the trainer and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, with a usage problem identified related to the device component and improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.